Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of the failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive on the bending section cover was separated on the videoscope. There was no patient involvement.